Event description:
It was reported that patient was admitted in the hospital for symptoms of heart failure and ventricular tachycardia (vt). It was noted that patient's implantable cardioverter defibrillator (ICD) failed to deliver adequate high voltage therapy and break the rhythm. It was further noted that the ICD exhibited under sensing of the ventricular fibrillation (vf) event. After a few minutes of non-sustained arrhythmia, the device appropriately sensed the vf and broke the rhythm. No intervention was performed. Patient was recovering in the hospital.